Event description:
I used the libre sensors from (B)(6) 2017. The last 3 sensors ((B)(6) 2018) have caused a rash that itches and blisters and bleeds. The rash a perfect circle and itches throughout the whole time the sensor is in place. I kept trying to get through it- I took antihistamines twice daily every day. The third sensor fell off after 8 days but itched from the start. I had to stop using them in (B)(6). My hba1c has increased from 6.3 in (B)(6) - my lowest ever (I've been type 1 for almost 34 years).